Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an infection post oral surgery after having used dura-guard off label. The patient lost the bone graft that the dura-guard was covering due to the infection. The treatment and patient¿s outcome were not reported. No additional information is available.

Manufacturer narrative:
The cause of this event was the use of a dura-guard product during an oral surgery procedure. Per the instructions for use, dura-guard is to be used as a dura substitute for the closure of dura mater during neurosurgery. Dura-guard is not instructed for use in areas other than the dura mater. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.